Manufacturer narrative:
The field service engineer determined the rinse pobes were sticking. Cover clips were replaced and the rinse mechanism was reset. Controls were run and passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 6.9 mg/dl. The user repeated the sample as multiple other samples had results accompanied by data flags. The sample was repeated on a second analyzer, resulting in a value of 8.9 mg/dl. The repeat value was deemed correct. The lot number and expiration date of the calcium reagent were requested, but not provided.